Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture and capsular contracture baker grade I with pain. Device has been explanted.

Event description:
Healthcare professional reported left rupture and capsular contracture baker grade I with pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: : unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification) pain: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed.

Event description:
Healthcare professional reported left rupture and capsular contracture baker grade I with pain. Device has been explanted